Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) did not know which drawer had failed. Also, could not find anything in log files. Then the fse cleared medication debris from drawer 7 in auxiliary and further not able to recreate a failure though. Then the fse tested good in application but was unable to launch hardware test application (hta) because it said wrong password, but it was not the wrong password. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer was failed to stay closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.